Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 116 hours of extended bench testing at the customer's settings. The device vent failed troubleshooting final test for non-conformance with measured vti at tidal volume and flow test 4. Measured vti was 223.31, expected is 225.0 - 275.0. This slight non-conformance would not result in a failure to ventilate properly. As a precaution, the service technician replaced the oxygen blender. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 auto cycled while connected to a patient. The patient was immediately removed from the device and provided positive pressure ventilation via manual resuscitator and switched to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.